Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation the pump operated as expected. The pump history and settings were also reviewed, and it was found that the pump dose done alarm was set to "mute when done". Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that "pump makes no audible tones when there are error codes or alarms". Mmdg followed up with the initial reporter, however, they stated that no other information was available. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "pump makes no audible tones when there are error codes or alarms". Mmdg followed up with the initial reporter, however, they stated that no other information was available. (B)(4).